Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that, the patient was having perineum pain when the ins battery level was low and when the patient attempts to charge the ins they get shocking sensations at the beginning of the charging session. The caller indicated that the patient was charging about twice per week. The caller was not with the patient at the time of the call. Technical services reviewed troubleshooting considerations. The caller was going to follow-up with the hcp.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va28qhv serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the hcp stated that the lead appeared to be beneath the ins on an x-ray that was taken. The rep also stated that the cause of the therapy turning itself off was unknown. A likely cause of this issue was listed as being "battery was depleted." The steps taken included that the rep adjusted the pulse width and rate and instructed the patient to place their ins in MRI mode while recharging based on a suggestion from customer service. The rep reported it is unknown if the issue has been resolved but will follow-up with the patient in 2 weeks.

Event description:
(B)(6) 2021 rtg0182506, rtg0182535, rtg0181950, e1 (rep, con, hcp): information was received from a consumer and healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states that they know when to charge the ins because they will feel a pain on the left side that extends from the perineum down the leg when ins charge level gets low. Pt is charging ins 1x/week and ins is usually at around 20% when they start charging ins. Pt indicates that the pain will then go away as pt charges the ins and be gone by the time the ins is fully charged. This issue started about 3 months ago. Patient has not had any falls or trauma.  The rep states the doctor's office notified the manufacturer's rep that patient reported pain down their leg (unknown which leg) for the entire time (30 minutes) they are recharging the ins. The rep hadn't spoken to the patient directly yet but there was no report of pain at the ins site and the leg pain was only when recharging. The caller was not with the patient. The rep was redirected by tech support (ts) to obtain more information from patient about the pain (how soon after recharging does it start and does it stop immediately when done recharging, was there any recent falls/trauma that correlated with the onset of pain, confirm there is no pain at the ins/recharger site, etc.) And see if turning the ins off during recharging resolves the pain. Ts suggested meeting with patient to check impedances and that hcp may want to examine the patient in case issue is medical in nature. The rep was also told by patient that about 3 months ago patient's therapy changed so that it's not as effective as it used to be. Pt is still getting benefit, but it just isn't as good as before. Ts reviewed considering reprogramming and impedance check of system. On july 6th the rep reported that the hcp had examined the patient on (B)(6) 2021, there were no test results or x-rays. The rep spoke with the patient again and stated the pain was not when patient was recharging but when they believed the battery was getting low and it needed to be charged. The patient said they charge 1x a week and the battery is normally around 10% when they go to recharge. Patient said the pain starts to go away as they are charging. The cause of the pain down the leg was not determined. Based on the recommendations from tech services, the provider is going to leave everything as is ,unless the patient¿s symptom control changes, or the pain increases or is more frequent. Surgical intervention not currently planned and no further action was taken. No known medical history related to event. Patient denied any falls or trauma to the area. (B)(6) 2021 rtg0252003 (rep): additional information was received from a manufacturer representative (rep). The rep reported that, the patient was having perineum pain when the ins battery level was low and when the patient attempts to charge the ins they get shocking sensations at the beginning of the charging session. The caller indicated that the patient was charging about twice per week. The caller was not with the patient at the time of the call. Technical services reviewed troubleshooting considerations. The caller was going to follow-up with the hcp. (B)(6) 2021 e2 (rep): additional information was received from a manufacturer representative (rep). The rep reported that according to the patient, the sensation actually goes down their leg. It normally occurs at the end of the charging session, but it also was occurring intermittently. It seemed to occur when the battery life was less than 20%. A layer of clothing during recharge did not resolve the issue. According the patient, they always use the belt, but the belt did not resolve the sensation. The patient was setting up a date to come in for advanced programming and change in charging speed. (B)(6) 2022 rtg0332483(rep): additional information was received from a manufacturer representative (rep). The rep said hcp took x-ray and was not aware of lead wire being on top of the neurostimulator. Sensation has been there since implant. Rep said patient also mentioned therapy turning itself off about a month ago; further inquiry indicated that patient's implant might have depleted at that point, since rep noted around the same time battery percentage was at 10%.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978a128 lot# va28qhv serial# (B)(6) product type lead upn 007630002. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that according to the patient, the sensation actually goes down their leg. It normally occurs at the end of the charging session, but it also was occurring intermittently. It seemed to occur when the battery life was less than 20%. A layer of clothing during recharge did not resolve the issue. According the patient, they always use the belt, but the belt did not resolve the sensation. The patient was setting up a date to come in for advanced programming and change in charging speed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states that they know when to charge the ins because they will feel a pain on the left side that extends from the perineum down the leg when ins charge level gets low. Pt is charging ins 1x/week and ins is usually at around 20% when they start charging ins. Pt indicates that the pain will then go away as pt charges the ins and be gone by the time the ins is fully charged. This issue started about 3 months ago. Patient has not had any falls or trauma.  The rep states the doctor's office notified the manufacturer's rep that patient reported pain down their leg (unknown which leg) for the entire time (30 minutes) they are recharging the ins. The rep hadn't spoken to the patient directly yet but there was no report of pain at the ins site and the leg pain was only when recharging. The caller was not with the patient. The rep was redirected by tech support (ts) to obtain more information from patient about the pain (how soon after recharging does it start and does it stop immediately when done recharging, was there any recent falls/trauma that correlated with the onset of pain, confirm there is no pain at the ins/recharger site, etc.) And see if turning the ins off during recharging resolves the pain. Ts suggested meeting with patient to check impedances and that hcp may want to examine the patient in case issue is medical in nature. The rep was also told by patient that about 3 months ago patient's therapy changed so that it's not as effective as it used to be. Pt is still getting benefit, but it just isn't as good as before. Ts reviewed considering reprogramming and impedance check of system. On july 6th the rep reported that the hcp had examined the patient on (B)(6) 2021, there were no test results or x-rays. The rep spoke with the patient again and stated the pain was not when patient was recharging but when they believed the battery was getting low and it needed to be charged. The patient said they charge 1x a week and the battery is normally around 10% when they go to recharge. Patient said the pain starts to go away as they are charging. The cause of the pain down the leg was not determined. Based on the recommendations from tech services, the provider is going to leave everything as is, unless the patient¿s symptom control changes, or the pain increases or is more frequent. Surgical intervention not currently planned and no further action was taken. No known medical history related to event. Patient denied any falls or trauma to the area.